Event description:
The japan user facility reported a patient of an unknown age and in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp came out of the aortic valve and was removed. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B5 updated with additional information the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12510. E4 should have been left blank.

Event description:
The patient expired while on support. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.